Event description:
The nurse reported a posterior capsule tear occurred and then the vitrectomy probe was difficult to connect to the sys. The nurse was able to get the vitrectomy probe connected, and the surgeon performed an anterior vitrectomy. Multiple attempts were made for more info and pt's status with no response to date.

Manufacturer narrative:
The company service rep examined the sys and found the cpc connector broken. The cpc connector was replaced to mitigate the problem connecting the vitrectomy probe to the system. The cpc connector was disposed of in the field. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to FDA on: 10/16/2009.